Manufacturer narrative:
(B)(4)

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system was leaking fluid into the waste drawer and onto the floor. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing coming from the aspirate peri-pump had disconnected from the t-fitting located above the intermediate liquid waste jug. The fse reconnected the tubing.

Manufacturer narrative:
(B)(4).